Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Physician reported via nbir right side suspected/actual rupture/deflation, change shape/size/style, ptosis. Device has been explanted.